Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's case manager reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 899 mg/dl. The customer was admitted to the hospital for diabetic ketoacidosis. The customer's case manager stated that her pump is not working properly. The customer's case manager stated that she bolus 2 times before the hospital and her blood glucose readings kept rising. Unable to troubleshoot with case manager because she was not able to get to the patient during hospital visit.